Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 9/14/2007 the reporter/lay person informed a customer care advocate that the pt/lay person's ultra meter would not power on. The pt, who tests over six times a day, had accidentally stored the meter in the refrigerator with insulin. The issue began about two weeks prior to calling customer service. The pt continued to take his usual doses of insulin after this issue began. On the morning of the call to lifescan the pt reportedly "bottomed out" and was given orange juice. The issue was not resolved during the call with customer service. All products were replaced. Because the pt reportedly became hyperglycemic after taking insulin when unable to test, the complaint is classified as an adverse event.